Manufacturer narrative:
Visual inspection of the returned device revealed the shuttle cartridge was engaged to the handle. The device as received had a balloon with a severely inverted tip. The inverted balloon indicates significant tension was applied during pull back. The balloon from the returned device was inflated with fluid to determine if there was any presence of leak in the balloon or any part of the catheter; no leak was observed. The inversion was recovered and the balloon was verified in a go/no go gauge to be within the 5.75 - 6.15mm specification. The review of the lhr (lot f1326005) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the reported event could not be confirmed and the root cause could not be conclusively determined.

Event description:
It was reported by the aci sales professional that a (B)(6) year old female patient underwent a diagnostic coronary procedure on an unknown date. Access was obtained via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure during pullback between the first and second stop. The device was removed and the patient was converted to 20 minutes of manual compression. Hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.